Event description:
It was reported that a balloon rupture occurred. The target lesion area was located in a mildly tortuous and mildly calcified forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for vascular access intervention therapy. During the procedure, at first inflation, the balloon ruptured soon after inflation. The device was simply removed from the patient's body. No fragments were left inside the body. The procedure was completed with a non-bsc device. No patient complications reported and no consequence on the patient post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion area was located in a mildly tortuous and mildy calcified forearm. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for vascular access intervention therapy. During the procedure, at first inflation, the balloon ruptured soon after inflation. The device was simply removed from the patient's body. No fragments were left inside the body. The procedure was completed with a non-bsc device. No patient complications reported and no consequence on the patient post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a pcb 6.00mm / 2.0cm / 90cm was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation device and positive pressure was applied. Pinhole leaks were identified 4mm proximal of distal markerband. An examination of the balloon material identified no further issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands.a visual and tactile examination found no issues with the hypotube. No other issues were identified during the product analysis.